Event description:
The customer reported high ventricular pacing thresholds (1.5v/1ms in bipolar, and no capture at all at 4.5v/1ms in unipolar configuration). The pacemaker was programmed to 3.5v/1ms in bipolar.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.